Event description:
Refrence number (B)(4). Event occured in japan. It was reported that the patient experienced an occlusion issue on (B)(6) 2026, as the patient received incomplete insulin delivery (3.5 of 4 units) due to pressing rewind button instead of retraction button during bolus. The blood glucose level was 540 mg/dl and the patient was treated with correction bolus via pump. No further information is available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.